Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 05/01/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the keypad cover was peeling off from the bottom of the up arrow button to the contrast button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The contacts of the contrast and up arrow buttons were noted to be misaligned and the contacts of the down arrow and ok buttons were noted to be inverted. The keypad failure prevented audible tone testing during the investigation. The display screen was noted to be dim and reddish in color when the pump was powered on. A test display screen was attached to the pump and illuminated properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. It was noted that the keypad rubber was peeling off. Reportedly, the tactile changes had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.